Event description:
Pt was scheduled for right shoulder arthroscopic glenohumeral joint debridement, extensive with biceps tenotomy, superior labral debridement, anterior and posterior synovectomy, right shoulder arthroscopic circumferential capsular release with manipulation under anesthesia, right shoulder arthroscopic double row repair full-thickness rotator cuff tear, right shoulder arthroscopic distal clavicle resection, right shoulder arthroscopic acromioplasty. During the procedure as the surgeon was utilizing the arthrex scorpion needle to suture the tendon, a piece of the needle broke off in the tendon.